Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated that the blood glucose value was 400 mg/dl and went up to 469 mg/dl and customer¿s blood glucose at time of incident was 453 mg/dl. Customer was treated for their high blood glucose with bolus. The customer stated that infusion set cannula was bent and declined to troubleshooting for high blood glucose level and bent cannula. The insulin pump will not be returned for analysis.